Manufacturer narrative:
(B)(4).

Event description:
The parkinson's disease patient's family reported that since implant on (B)(6) 2014 the patient's scalp felt numb and they had a headache when it was a rainy day. Additionally, it was reported the patient had insomnia, leg and hand tremors, and the device stuck out at the device pocket. The patient was reprogrammed "many times" in an attempt to alleviate the symptoms, but the patient was not improved. The patient continued to experience insomnia and leg and hand tremors at the time of report. A supplemental report will be filed if additional information is received.